Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During t2 humeral nail surgery, when the surgeon drilled the most proximal screw hole of nail(oblique hole), drill did not pass screw hole. The drill passed front of nail. Therefore the surgeon tried the drill several times and inserted screw.

Event description:
During t2 humeral nail surgery, when the surgeon drilled the most proximal screw hole of nail(oblique hole), drill did not pass screw hole. The drill passed front of nail. Therefore the surgeon tried the drill several times and inserted screw.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed due to missing product. The event description revealed the target device to be the primary product. An investigation and a review of the DHR were not possible due to missing product and missing lot code. The root cause is unknown. Most likely the target device was pre-damaged due to too hot sterilization process or aging due to long term usage. The IFU includes that the device shall be checked prior to every surgery. A CAPA addressed a deformed target device; a 100% inspection was included in the inspection plan. If the complained target device was manufactured before or after the action cannot be clarified due to missing lot code. A more precise statement was not possible based on the given information. No discrepancies were detected during risk analysis review; no non-conformity was identified. Product not returned.